Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Description of event phone call, went to deploy the stent but it was stiff and could not be deployed, heard a crack. ___________________________________________________________